Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored episodes of nsvt could not be viewed due to a suspected egm corruption. The patient was unaffected by the event and the device remains implanted.